Event description:
It was reported that the cuff was leaking while in use with the patient. There was no additional information available in regards to this event.

Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Visual and functional testing of the device was able to confirm the reported event. During the test, leaks were found in the cuff. The cuffs were inspected using a digital microscope to observe better the shape of holes found during leak test. It was observed the cuff surface was worn with areas with stretch marks. The holes were in the worn areas the root cause was unable to be determined as the type of damage could not be replicated using tools utilized during the manufacture process. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.